Event description:
This report summarizes two malfunctions. A review of the malfunction indicated that model unknown eclipse vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. Of the two reported patients, two female patient ages were ranged from 38 to 72 years; however, one patient weight was reported as 242 pounds. All other patient information was not provided.

Manufacturer narrative:
H10: of the 3 originally reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80303. H10: the lot number was provided for two malfunctions; therefore, lot history reviews were performed. The product catalog number of both malfunctions were updated to ec500f. The devices were not returned to the manufacturer for evaluation/inspection; however, medical records were provided for both malfunctions. Difficult to remove was confirmed for one malfunction. The investigation for one malfunction was confirmed for alleged tilt and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot no: gful1911,gfwh2294). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 3 originally reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80303. H10: the lot number was provided for two malfunctions; therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection; however, medical records were provided for both malfunctions. Difficult to remove was confirmed for one malfunction. The investigation for one malfunction was confirmed for tilt and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the malfunction indicated that model ec500f eclipse vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. Of the two reported patients, two female patient ages were ranged from 38 to 72 years; however, one patient weight was reported as 242 pounds. All other patient information was not provided.

Manufacturer narrative:
H10: the product catalog number of one of the malfunctions was updated to ec500f. The lot number of one malfunction was provided, a lot history review was performed. All three samples were not returned to the manufacturer for inspection/evaluation. Medical records were provided for one malfunction. For one malfunction, the investigation is confirmed for retrieval difficulties. For remaining two malfunctions, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The device were labeled for single use. H10: d4(corporate lot no: gful1911), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the events indicated that model unknown eclipse filter were difficult to remove. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One 72 year old patient was female. There was no other information provided for all the patients.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 3 malfunctions, therefore, a lot history reviews were performed.the product catalog number of two of three malfunctions were updated to ec500f. The devices were not returned to the manufacturer for evaluation/inspection; however, medical records were provided for all the three malfunctions. Difficult to remove was confirmed for one malfunction. The investigation for one of the three malfunctions were confirmed for alleged tilt and difficult to remove; therefore the trending coded 2616 was added. The investigation for the remaining malfunction is currently underway.the device were labeled for single use. H10: d4(corporate lot no: gful1911,gfwh2294). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the malfunction indicated that model ec500f vena cava filter allegedly experienced difficult to remove. These reports were received from various sources. Of the three reported patients, two female patient ages were ranged from 38 to 72 years; however, one patient weight was reported as 242 pounds. The remaining patient's age, gender and weight were not provided.

Manufacturer narrative:
As the lot number for the three devices were not provided, a review of the device history records could not be performed. All three samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model unknown eclipse filter were difficult to remove. These reports were received from various sources. Of the three events, all involved patients but none reported patient injury. For the three patients, age, sex, and weight were not provided. The unknown eclipse filters were not returned, limiting investigation.